Event description:
A surgeon reported that the force required to empty the product from the syringe was not safe. There was no pt involvement.

Manufacturer narrative:
The product has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4) .